Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. An additional mitraclip procedure has been planned for stabilization, and is considered medical intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015 to treat degenerative mitral regurgitation (mr) with a grade of 3. It was noted that anatomically, there was a curl and prolapse in the anterior leaflet. The atrium was enlarged and the leaflets were a bit thickened. Two clips ((B)(4)) were implanted and the mr was reduced to 1. All insertion checks were performed per the instructions for use (IFU) prior to releasing the clips. One (B)(6) 2015, one day post-procedure, it was observed on echocardiogram that the first clip ((B)(4)) detached from the anterior leaflet and remained attached on the posterior leaflet (single leaflet device attachment/slda). The mr grade increased to 2+. The patient was confirmed to be clinically stable post procedure. Another mitraclip procedure will be performed in the coming days/weeks to stabilize the slda clip. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip delivery system was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the single leaflet device attachment (slda) appears to be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.